Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a patient was referred from the emergency room to the surgical center for removal of a foreign body at 1100 am on (B)(6) 2017. Upon arriving at the surgical center the patient was found to be in cardiopulmonary arrest (cpa) and was immediately referred to the operating room where cardiopulmonary resuscitation was started. It was then observed that the pumps that were delivering noradrenaline at 30 ml/h and vasopressin at 3 ml/h, alarmed and were found to have stopped. It was further reported that the patient was intubated and receiving sedation and maintenance serum. The customer reported the patient expired on (B)(6) 2017, however, the cause of death was not provided. No additional information was provided on that day. Additional information from the customer regarding the event was later received: when the device stopped infusing, the therapy was not resumed on a replacement device. The hospital did not perform any tests on the devices. The hospital segregated 4 pumps that were in the place. The hospital did not inform if the device emitted an audible alarm or at what stage of programming the device stopped or what was infusing. The causality for the event was unknown. The hospital stated the facility is not at liberty to report patient information, medication, type of access, who made the determination of cause of death or what was infusing. The hospital does not know the patient's status before, during and after the event other than the patient expired. The hospital reported the cause of death was cardiopulmonary arrest and that no incident report was filed against the device.

Manufacturer narrative:
The device was received and testing was completed at the service center. As part of testing and investigation, the history event and alarm logs were downloaded for interpretation. No software errors or malfunctions reported. A visual inspection was performed and the ground pin of on the power cord was missing; however, this was not relevant to the event reported. In order to replicate the events reported by the customer and to evaluate the pump performance, several protocols were performed with different scenarios, including one in piggy back mode and another one in concurrent mode. In these scenarios, the performance of the device was as expected; no delivery issues were observed, the pump delivered what was programmed to deliver and the delivery values were found in an acceptable range. A 16 hour stress test was performed in concurrent mode. The device was programmed in both channels (a and b) with a rate of 200 ml/hr, with a volume to be infused (vtbi) of 3200 ml. As a result, the volume obtained was 6448 ml; expected volume 6400 ml +/-5%. No delivery issues were observed during test. All performance verification tests (pvt) were completed without presenting any alarms, device passed testing within specifications. The event reported by the customer was not duplicated neither during pci activities nor history alarm/event logs. No delivery issues were observed when performing delivery tests with different scenarios. The pump performed as expected. The electrical test failed due to the pump missing a ground pin. No probable cause could be determined.

Event description:
The customer contact reported a patient was referred from the emergency room to the surgical center for removal of a foreign body at 1100 am on (B)(6) 2017. Upon arriving at the surgical center the patient was found to be in cardiopulmonary arrest (cpa) and was immediately referred to the operating room where cardiopulmonary resuscitation was started. It was then observed that the pumps that were delivering noradrenaline at 30 ml/h and vasopressin at 3 ml/h, alarmed and were found to have stopped. It was further reported that the patient was intubated and receiving sedation and maintenance serum. The customer reported the patient expired on (B)(6) 2017, however, the cause of death was not provided. No additional information was provided on that day. Additional information from the customer regarding the event was later received: when the device stopped infusing, the therapy was not resumed on a replacement device. The hospital did not perform any tests on the devices. The hospital segregated 4 pumps that were in the place. The hospital did not inform if the device emitted an audible alarm or at what stage of programming the device stopped or what was infusing. The causality for the event was unknown. The hospital stated the facility is not at liberty to report patient information, medication, type of access, who made the determination of cause of death or what was infusing. The hospital does not know the patient's status before, during and after the event other than the patient expired. The hospital reported the cause of death was cardiopulmonary arrest and that no incident report was filed against the device.